Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: advised the customer to identify the video signal cables running from the video processor to the monitor, check the condition and tightness, remove and reseat them. Then move on to other possible remedies like menu color options for the monitor and video processor. With a wall mount and internal wall cabling/boxes, there may be other issues as well. Customer called back with no image and no color bars. Tac examined the cabling on the monitor and the video processor. It appears that someone moved the cables because the cable going into serial digital interface in on the monitor was disconnected on the other end so there was no signal being sent to the monitor. There was also a serial digital interface out cable on the monitor and it was connected to a wall plate. Instructed customer to disconnect the cable from the in port and move the cable currently connected to out port over to the in port and the color bars were displayed but they appeared to have a yellow tint over the whole screen. We looked at the video menu on the monitor, and it was set to d93 which should be less yellow compared to the default d65 we changed it to see d65 to see what happens and the image got brighter but it was still yellow. We tried changing the color bias settings in the var1 option, but it had little effect. Asked the customer to try to get another monitor we can connect to see if it looks normal to rule out the processor and cabling. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had no image, no signal and color bars displayed during an unspecified procedure. There were no reports of patient harm.